Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the customer used the insulin pump in the ocean and then received a button error alarm. It was confirmed that fluid could be seen under the screen. Customer's blood glucose value was 10.1 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. It was advised that the local office would get in contact to replace the device. The insulin pump was not returned for analysis.